Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was producted and confirmed through evaluation. This condition was caused by a loose upper link screw. The link screw was replaced.

Event description:
It was reported a spectrum pump had a close door alarm because the door would not latch. It was also reported there was no pt involvement.